Event description:
It was reported that the cls cup and the metasul head were revised, due to a conflict with the psoas tendon.

Manufacturer narrative:
Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of mfg. The investigation shows that there is no sign of a material or product failure. Since the exact time in-vivo is unk, no wear measurement was performed. The visual examination did not reveal signs of abnormal wear. This MDR is being submitted late, as the issue was identified during a retrospective review of complaint files. (B) (4)